Event description:
It was reported to philips that the system failed to start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. During onsite visit, the philips field service engineer (fse) identified the host pc bios battery voltage was 0.26v. To resolve this issue, the fse replaced the host pc bios battery. After replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.